Event description:
Per the clinic, the patient experiencing tinnitus, then dizziness that resulted in a fall while bending over in the shower. The patient was prescribed steroids and reportedly was noticing less tinnitus and dizziness since starting the steroids.

Manufacturer narrative:
This report is submitted on (B)(6), 2022.